Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected pdated: h2; h3; h6. It was reported that after implantation of a hip hemiarthroplasty (surgery due to a trauma related subcapital hip fracture) in an elderly female, the patient suffered a pulmonary embolism and died intraoperatively. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. If a dvt/ blood clot or fat embolism breaks free, it may travel through the bloodstream and block blood flow to the lungs. This complication is called a pulmonary embolism which can quickly turn fatal. As this is a procedure-related and patient condition related event, the device can be ruled out as causing or contributing to the event. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after implantation of a hip hemiarthroplasty (surgery due to a trauma related subcapital hip fracture) in an elderly female, the patient suffered a pulmonary embolism and died intraoperatively. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. If a dvt/ blood clot or fat embolism breaks free, it may travel through the bloodstream and block blood flow to the lungs. This complication is called a pulmonary embolism which can quickly turn fatal. As this is a procedure-related and patient condition related event, the device can be ruled out as causing or contributing to the event. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00500104600 64840676 shell 46 mm o.d. 00500104428 64785718 liner 28 mm i.d. For use with 44/45/46 mm o.d. Shells. 00785701200 64579834 femoral stem cemented. 00785900900 63892327 distal centralizer 9 mm o.d. 00112112001 19da18180 hi-fatigue g bone cem 1x20 g (with gentamicin) x2. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00036, 0002648920 - 2021 - 00037, 0002648920 - 2021 - 00039, 0001822565 - 2021 - 00530.

Event description:
It was reported patient underwent a hip hemiarthroplasty for a subcapital hip fracture. During the procedure, the surgeon reports that the patient died from a pulmonary embolism not related to zb products. Attempts have been made and additional information on the reported event is unavailable at this time.